Manufacturer narrative:
Babar, m., babar, f., hawks-ladds, n., loloi, j., ciatto, m. (2026). Feasibility of water vapor thermal therapy for treating lower urinary tract symptoms in men with localized prostate cancer on active surveillance: a case series. Canadian journal of urology, 33(1). Doi: 10.32604/cju.2025.066654

Event description:
It was reported to boston scientific via an article published in the canadian journal of urology that a prospective study was conducted to report the outcomes of 3 patients, with prostate cancer, treated with rezum water vapor thermal therapy to treat lower urinary tract symptoms (luts) from benign prostatic hyperplasia. Patient 3 was a 68-year-old male with a history of gleason 6 pca, bph, prior trasnurethral microwave thermotherapy in (B)(6)2007, prior greenlight laser treatment in (B)(6)2009, atrial fibrilation, hypertension, urinary retention, hyperlipidemia, and was taking tamsulosin. He underwent rezum therapy under general anesthesia in (B)(6)2018. An urinary catheter was placed postoperatively and removed after 7 days. The next day after catheter removal, the patient experienced urinary retention. Therefore, another urinary catheter was placed to drain the urine and was removed 9 days later. The patient experienced hematuria for 5 days and sloughing for one week following the removal of the second catheter. At a 17 months follow-up, the patient experienced bothersome luts again. The patient underwent a second rezum therapy under general anesthesia 19 months after the first therapy.